Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable pacemaker device had been paced out of an supraventricular tachycardia (svt). Device longevity shown five years and that after changes were made with programmer, the longevity dropped to one and a half years remaining. Boston scientific technical services (ts) discussed that data still shows five years however, the high right ventricle (rv) output was biggest driving factor in longevity. The device remains in service. No adverse patient effects were reported.